Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim (B)(4).

Event description:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable.

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that the lens was too small. The lens was explanted and replaced, it is unknown if this happened within the same surgery and if this resolved the issue. Additional information was requested. No further information is available at this time. This file will be reopened if additional information is provided.